Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4)(manufacturer). This report has been identified as (B)(4). The actual device involved in the event and the pump logs have not been received at this time and the investigation is ongoing. A follow up report will be provided after the inspection results are available.

Event description:
As reported by the user facility: 8713050u, serial #(B)(4). (B)(6) patient on a (B)(4) heart infusion of heparin through a 22 gauge PICC; infusion rate 4.5ml/hr. The pump indicated it had delivered the med. There was no alarm, but there was an occlusion preventing flow of heparin for 8-12 hours. The (B)(4) heart stopped functioning because there was a clot. Low ptt confirmed that patient did not receive the heparin dose. A surgical intervention was required. Patient receiving a new (B)(4)heart. Pump was sent to biomed, and an occlusion test was done and pump did well.